Manufacturer narrative:
Sample collection and specific centrifugation data was not supplied. The laboratory has an accutni patient sample repeat analysis procedure, which includes repeating all accutni samples outside the normal reference range with no previous historical accutni results on file or if current result is not consistent with previous values. Specific repeat protocol criteria details were not supplied. No specific event qc data was supplied. The unit is currently performing within qc specifications. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. A root cause for this event was not determined.

Event description:
A customer was contacted by beckman coulter, inc (bec) concerning troponin (accutni) assay performance, and indicated 2 to 3 occurrences of non-reproducible false positive accutni results generated by synchron lxi 725 clinical system between (B)(6) 2011. The results were not reported out of the laboratory. The customer declined to provide specific patients' demographics, sample data reports, and the dates of events. The customer did not provide information regarding reports of death, injury, or change to patient treatment in connection with this event.